Event description:
The user facility reported that the gold tip from the sonosurg probe was broken and fell into the patient during a procedure. The broken piece was retrieved from the patient with the use of a grasper (model unk). There was no patient injury reported.

Manufacturer narrative:
The device referenced in this report was returned to olympus for investigation. The investigation confirmed the user's report that the distal tip having been broken. The cause of the user's experience cannot be determined. Hence, the device was forwarded to the original equipment manufacturer for further investigation. If new and significant information becomes available at a later date, a supplemental report will follow. This report is being filed as an MDR in an abundance of caution.